Event description:
The pt was receiving an antibiotic. IV antibiotic piggybacked into main IV tubing leaked fro anti reflux valve, both blood and IV fluid. Crack/hole in anti reflex valve in IV tubing. The pt was hemodynamically stable and did not receive a blood transfusion.